Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the implantable cardioverter defibrillator was electively explanted and replaced due to an advisory for premature battery depletion. There was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.. The patient was stable before, during and after the procedure.